Manufacturer narrative:
(B)(4).

Event description:
It was reported that "premounted microclaves in the kit are less fixed than before. The microclaves still loose after they are tightened." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after switching to another device.